Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia ("severe and heavy periods"), headache ("headaches"), abdominal distension ("bloating") and swelling ("swelling") and was found to have weight increased ("weight gain"). At the time of the report, the pelvic pain outcome was unknown. The reporter considered abdominal distension, headache, menorrhagia, pelvic pain, swelling and weight increased to be related to essure. The reporter commented: the claimant¿s continue symptoms are suspected to be due to pet fibres. Unfortunately, due to covid-19, the claimant¿s medical investigations have been delayed. Most recent follow-up information incorporated above includes: on (B)(6) 2020: date of consumer's birth added. The date of essure implanted was in (B)(6) 2015.the consumer suffered from severe and heavy periods, headaches, bloating, weight gain and swelling. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia ("severe and heavy periods"), headache ("headaches"), abdominal distension ("bloating") and swelling ("swelling") and was found to have weight increased ("weight gain"). At the time of the report, the pelvic pain, menorrhagia, headache, abdominal distension, weight increased and swelling outcome was unknown. The reporter considered abdominal distension, headache, menorrhagia, pelvic pain, swelling and weight increased to be related to essure. The reporter commented: the claimant¿s continue symptoms are suspected to be due to pet fibres. Unfortunately, due to covid-19, the claimant¿s medical investigations have been delayed. Unretained lot numbers quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-feb-2021: new reporter added. Unretained lot numbers. Significant due to imdrf-FDA synchronization based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia ("severe and heavy periods"), headache ("headaches"), abdominal distension ("bloating") and swelling ("swelling") and was found to have weight increased ("weight gain"). At the time of the report, the pelvic pain, menorrhagia, headache, abdominal distension, weight increased and swelling outcome was unknown. The reporter considered abdominal distension, headache, menorrhagia, pelvic pain, swelling and weight increased to be related to essure. The reporter commented: the claimant¿s continue symptoms are suspected to be due to pet fibres. Unfortunately, due to covid-19, the claimant¿s medical investigations have been delayed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain / localised pain/ pelvic pain") and device breakage ("device breakage during removal") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. An additional suspect product was paracetamol. The patient had a medical history of endometriosis, confusion, nausea and genital bleeding. Previously administered products included: mirena. Concurrent conditions were listed as frequent periods and dysmenorrhea. Concomitant products included ibuprofen, hyoscine butylbromide, codeine and co-codamol eff. (Paracetamol + codeine phosphate). On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2015. On an unknown date, the patient started paracetamol (oral) at an unspecified dose and frequency. On unknown dates she experienced pelvic pain (seriousness criteria medically important and intervention required), device breakage (seriousness criterion medically important), heavy menstrual bleeding ("severe and heavy periods"), menstrual disorder ("changes to menstrual cycle"), genital haemorrhage ("heavy / abnormal bleeding/ bleeding"), headache ("headaches"), abdominal distension ("bloating"), swelling ("swelling"), fatigue ("fatigue"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia"), mental disorder ("psychological issues"), dysmenorrhoea ("dysmenorrhea"), pain in extremity ("pain and numbness in limbs"), hypoaesthesia ("numbness in limbs") and night sweats ("night sweats") and was found to have weight increased ("weight gain"). The patient was treated with oramorf (morphine sulfate) as well as surgery (right partial salpingectomy left salpingostomy hysteroscopic removal of remaining right essure). At the time of the report, the pelvic pain, menstrual disorder and genital haemorrhage had resolved. The outcomes for heavy menstrual bleeding, headache, abdominal distension, weight increased, swelling and fatigue were unknown. The reporter considered abdominal distension, device breakage, device intolerance, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, hypoaesthesia, menstrual disorder, mental disorder, night sweats, pain in extremity, pelvic pain, swelling and weight increased to be related to essure administration. The reporter commented: the claimant¿s continue symptoms are suspected to be due to pet fibres. Unfortunately, due to covid-19, the claimant¿s medical investigations have been delayed. Unretained lot numbers. On (B)(6) 2015 the patient was admitted to essure removal. Clinical course: laparoscopy showed both device in situ in the tubes. Minor endometriosis on right ovary- ablated. Right partial salpingectomy removal or part or right essure. Left salpingectomy with removal of whole of left essure. Hysteroscopic removal of remaining right essure. On (B)(6) 2015 operative note. Laparoscopic ablation of endometriosis on right ovary, partial right salpingectomy, left salpingectomy and removal of left essure, hysteroscopic removal of remaining right essure procedure: findings: normal cervix right essure seen at ostium on hysteroscopy, few spots endo right ovary, both tubes nad, no adhesions or signs of perforation. Diathermy to cut and remove medial part of right tube, essure device seen left salpingectomy - essure seen and removed intact without removing the tube. Diathermy to endo right ovary washout - hemostasis achieved. Gas emptied, vicryl 1 to sheath and 3/0 rapide to skin. Any continuing symptoms? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: bilateral essure devices are present, neither fallopian tube opacifies and there is no peritoneal spill from either side. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: events - "intolerance to essure micro-insert, device breakage, dyspareunia, psychological disorder nos, dysmenorrhea, numbness in the limbs, pain lower limbs, night sweats" added concomitant medications added reporters information patient medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("severe and heavy periods"), menstrual disorder ("changes to menstrual cycle"), genital haemorrhage ("heavy / abnormal bleeding"), headache ("headaches"), abdominal distension ("bloating"), swelling ("swelling") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, menstrual disorder, genital haemorrhage, headache, abdominal distension, weight increased, swelling and fatigue outcome was unknown. The reporter considered abdominal distension, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, pelvic pain, swelling and weight increased to be related to essure. The reporter commented: the claimant¿s continue symptoms are suspected to be due to pet fibres. Unfortunately, due to covid-19, the claimant¿s medical investigations have been delayed. Unretained lot numbers. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: removal date and events changes to menstrual cycle, fatigue, heavy/ abnormal bleeding added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain/ pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding. Previously administered products included for an unreported indication: mirena in (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("severe and heavy periods"), menstrual disorder ("changes to menstrual cycle"), genital haemorrhage ("heavy / abnormal bleeding/ bleeding"), headache ("headaches"), abdominal distension ("bloating"), swelling ("swelling") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with morphine sulfate (oramorf) and surgery (laparoscopic removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menstrual disorder and genital haemorrhage had resolved and the menorrhagia, headache, abdominal distension, weight increased, swelling and fatigue outcome was unknown. The reporter considered abdominal distension, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, pelvic pain, swelling and weight increased to be related to essure. The reporter commented: the claimant¿s continue symptoms are suspected to be due to pet fibres. Unfortunately, due to covid-19, the claimant¿s medical investigations have been delayed. Unretained lot numbers. On (B)(6) 2015 the patient was admitted to essure removal. Clinical course: laparoscopy showed both device in situ in the tubes. Minor endometriosis on right ovary- ablated. Right partial salpingectomy removal or part or right essure. Left salpingectomy with removal of whole of left essure. Hysteroscopic removal of remaining right essure. (B)(6) 2015 operative note laparoscopic ablation of endometriosis on right ovary, partial right salpingectomy, left salpingectomy and removal of left essure, hysteroscopic removal of remaining right essure procedure: findings: normal cervix right essure seen at ostium on hysteroscopy, few spots endo right ovary, both tubes nad, no adhesions or signs of perforation. Diathermy to cut and remove medial part of right tube, essure device seen left salpingectomy - essure seen and removed intact without removing the tube. Diathermy to endo right ovary washout - hemostasis achieved. Gas emptied, vicryl 1 to sheath and 3/0 rapide to skin diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral essure devices are present, neither fallopian tube opacifies and there is no peritoneal spill from either side.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: since she has had the removal of the essure the patient feels that she is back to normal and pain-free. There has been no change in bowel habits and no urinary symptoms. Her periods are back to normal with a 26-day cycle and a 4-day bleed. The bleed is still heavy with clots on the first day, but the bleeding and pain are currently manageable. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.